Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (Other): users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices. See scanned page.

Event description:
On (B)(6) 2004, this pt was implanted with gore excluder aaa endoprostheses. On or about (B)(6) 2011, follow up imaging revealed aneurysm growth, along with a type 2 endoleak.